Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they have been having problems with their bladder not emptying and pt has been catheterizing for a few months. Pt stated they saw their urologist yesterday and their urologist suggested pt meet with a medtronic rep to see if their stimulator is "in the right area" (clarified to see if the programming is right). Pt stated their urologist would like to have pt's programming re-evaluated to see if they can just use pt's ins instead of pt being on medication which pt is currently on medication for their bladder (for urgency). Pt stated it's hard to tell when this issue first started (confirmed sometime last year) as pt stated they were "going all the time" and then they realized they wonder if their bladder is not emptying so pt stated they catheterized them self (pt stated they had a catheter from needing to use it a few years back) and from cathing pt determined they were "retaining a lot". Pt stated they went to their dr and got some more catheters. Pt stated they had back surgery on september 7th and a week before the surgery they had a bladder infection so they had to cancel the surgery. Pt stated bladder issues were going on before surgery. Pt stated they had to go all the time and it was like "a water glass spilling over all the time". Pt stated their implanting hcp was dr. (B)(6) but stated they are now seeing dr. (B)(6) they think (spelling unk) a urologist at princeton clinic. Reviewed process to coordinate appointment with rep and redirected pt to hcp to coordinate appt (provided nas phone number for hcp). Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.